Event description:
Implant failed due to being partially visible. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Report number: mw5157612.

Manufacturer narrative:
This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Report number: mw5157612.